Event description:
It was reported during a da vinci-assisted malignant hysterectomy procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside the patient. The incident occurred when the orange surface of the mcs instrument was observed to have become exposed during use. The accessory continued to shift until the clear portion nearly covered the entire tip of the mcs instrument blades. While attempting to remove the instrument, the mcs tip cover accessory ultimately fell inside the patient. The accessory was successfully retrieved during the same procedure, and the surgery was completed robotically. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Manufacturer narrative:
Updated sections: h2, h6, h11. Additional information: the surgeon provided additional information, noting that the mcs tip cover accessory slid off the instrument twice during the procedure. The first instance was addressed by repositioning the accessory, and after the second occurrence, the accessory was replaced. No patient harm was reported.

Event description:
Refer to h11 for follow-up information.